Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported that a male patient's left eye (os) was overcorrected during previous cataract surgery. An incorrect power lens was placed in eye. The iol exchange was done (B)(6) 2016 and a replacement lens, model zct300 (diopter 21.5) was placed in eye. Customer indicated that the explanted iol is not available. There was no lens rotation noted prior to explant. There was no incision enlarged during the replacement. There was no vitrectomy performed and no treatment or prescription was given to the patient. Further information indicated that the patient was a previous refractive patient and surgeon made an error on his power calculation of the lens. Visual acuity pre-operative:20/20 -1.75 +1.0 x95, visual acuity post-op (post-initial implant) 20/50, visual acuity post-op (post-replacement) 20/20.